Event description:
It was stated that the customer was treated by the paramedics due to low blood glucose levels. Prior to the event, the customer had treated a high blood glucose reading of 400 mg/dl with a 10.0 unit bolus. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. Found that the customer was not bolusing for meals or using the bolus wizard feature. Found that the customer may need additional training. Advised that a training request would be made. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.